Event description:
Same case as 3005188751-2012-00034, 3005188751-2012-00065, and 3005188751-2012-00066. It was reported that during an atrial fibrillation ablation procedure a pericardial effusion occurred. The physician encountered difficulties performing transseptal puncture due to the unique position and anatomical structure of the heart. Intracardiac echocardiography (ice) was used; however, after three unsuccessful transseptal puncture attempts, the physician successfully performed one transseptal puncture in the fossa ovalis and another one located more posterior. The physician performed geometry and then began ablation with the safire blu duo catheter. After 10 ablation applications lasting 301 seconds with a temp range of 34-46 degrees celsius, the physician noted that the most posterior sheath had no saline return. The physician attempted to withdraw the sheath back into the right atrium when the pt became hypotensive. An echocardiogram was conducted revealing a small pericardial effusion. The procedure was concluded with no add'l medical intervention. A few minutes later the pt's blood pressure stabilized to 118/60. Post procedure the pt's status is stable.

Manufacturer narrative:
The product was not returned; therefore, a device eval could not be conducted. Review of the device history records confirmed this lot met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.